Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the distribution node (dn) and rear therapy pads lifevest. The irritation was described as a red bump. The patient was given a prescription from her physician. Follow-up indicated that the irritation was healing.